Manufacturer narrative:
(B)(4). Date sent: 05/23/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a robotic assisted laparoscopic nephrectomy procedure, before introducing the device to the surgical field, the pre-loaded reload was noticed to be loose in the jaws of the device. The device was never used in the case and set aside. Another like device was used to complete the procedure. There was no patient involvement and no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n53z44. The analysis results found that the atw35 device was received in good visual condition and with a tr35w reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The cartridge was taken off of the device and placed back on and it click into place. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.